Event description:
It was reported that the patient had an infection at the lead location (an infected lead). It was unknown what type of infection it was, if a culture was taken, or if antibiotic treatment was necessary. The healthcare provider (hcp) was going to remove the lead the day of the report but was hoping to leave the battery. It was unknown if any diagnostic testing or troubleshooting was performed. It was also unknown if the cause of the issue was determined or if the issue resolved. It was noted the patient did not have meningitis. At the time of the report the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the physician removed two occipital leads on (B)(6) that were sent for cultures to the hospital lab and the main hospital the day of the report. The physician also sent two other cultures of thoracic and occipital incisions too. The physician left the battery in the patient's body and plugged the extensions in the thoracic incision. The implantable neurostimulator (ins) was left untouched so the patient could be re-implanted per her request once the infection subsided. The patient was currently on keflex. The healthcare provider (hcp) further noted that perioperative antibiotics were administered. The patient did not have meningitis. As a result of the infection the patient experienced signs and symptoms of swelling and drainage. The primary location of the infection was at the catheter or lead track and a culture was obtained from the lead anchor site. The type of organism cultured was staph epidermis. Both IV and oral antibiotics were instituted to treat the infection and a partial device system explant occurred. The infection resolved. It was noted that the risk factor of post-op wound or skin contamination (incontinence, etc.) Applied to the status of the patient before implantation of the device.

Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot # v937762, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot # v741122, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).